Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7063135, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had developed an infection at the midline lead incision site. Symptoms were pain and low grade fever. The physician believed that the infection was not device related but possibly related to the implant procedure. The patient underwent an explant procedure and was doing well postoperatively.